Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The international customer reported that the v60 was not working well while being used on a terminal patient, right from the start. On (B)(6) 2016 at 14:10, the nurse noticed the elbow of the performax spu mask dislodged, and the patient's condition was deteriorating. Fio2 (fraction of inspired oxygen) was changed from 40 to 100 but no improvement was observed. The patient's family did not agree to a life-prolonging treatment, so no resuscitative measures were done. Patient information has been requested.

Manufacturer narrative:
Device evaluation: v60 unit was received at the international manufacturer's service center for evaluation. The service technician could not duplicate the reported issue. Alarm testing was performed to verify alarm functionality, but no abnormality was detected and confirmed that the alarm sounded properly. No malfunction of the v60 unit was identified. Hospital would not provide patient information or reporter's name per their privacy policy.

Event description:
The international customer reported that the v60 was not working well while being used on a terminal patient, right from the start. On (B)(6) 2016 at 14:10, the nurse noticed the elbow of the performax spu mask dislodged, and the patient's condition was deteriorating. Fio2 (fraction of inspired oxygen) was changed from 40 to 100 but no improvement was observed. The patient's family did not agree to a life-prolonging treatment, so no resuscitative measures were done. Heart rate decreased to 30+ and the patient eventually expired at 14:16. No alarm was recorded in the diagnostic event log between 14:04 and 14:16. The circuit concomitantly used was a is disposable passive circuit with wtp (B)(4). The detail of the humidifier used is unknown. The reason why the elbow was dislodged is unknown. The elbow was taped in place the day before the adverse event because it was not secured enough to the performax spu mask. Patient was still, unable to move on their own. It is claimed the nurse did not hear the physiologic monitoring alarm and the event was observed at a nurse&#38112;regular ward round.